Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 253 mg/dl and was addressed with a bolus of insulin delivered with the pump. Customer reported that the bg level was dropping. During troubleshooting with tandem technical support, the time on the pump was noted to be off by 1 hour due to daylight savings.